Event description:
Pt presented with a m1 segment occlusion, which the physician decided to treat with the 032 penumbra system. Once the 032 reperfusion catheter was in place, the physician prepped and introduced the 032 separator. Upon advancing the 032 separator through the 032 reperfusion catheter, no significant resistant was encountered. However, when the 032 separator exited the tip of the 032 reperfusion catheter, it was observed under fluro that the distal tip of the 032 separator was missing. The physician then retracted the 032 separator back into the catheter and withdrew the entire catheter from the pt. Upon flushing the catheter on the table, fragments of the separator tip flushed from the catheter. Once it was verified that no add'l fragments were left inside the pt, another 032 catheter and separator were removed from inventory and utilized with success. The physician did use the blue introducer when inserting the 032 separator into the catheter.

Manufacturer narrative:
Technical evaluation: the tip of the separator was the only portion of the device returned for analysis. The 5mm tip had a fractured core wire and about 6mm (unwound) wrapping platinum wire. The incident was confirmed as reported. A DHR of this manufacturing lot has been review.